Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal morphine. The patient had lost a lot of weight. Their stomach had gotten bigger because of the flab, and their pump had come loose since 2011. Additional information was requested to determine relevant troubleshooting, diagnostics, actions, and interventions.